Manufacturer narrative:
During the onsite investigation, the service tech replaced the scanner, cable, wrp and wssu ii circuit boards. Root cause was identified as a faulty scanner, wssu circuit board and wnr circuit board. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Customer reports multiple system messages. It is unk if these messages occurred during surgery. No pt injury reported and no add'l info was provided.